Event description:
Customer reported leak of doxorubicin during IV push using a texium bonded syringe. There is no report of patient harm. Dose was 89 mg in concentration of 2mg/ml.

Manufacturer narrative:
The customer¿s report of a leaking syringe was confirmed. Visual inspection observed dried fluid on the smartsite port and on the end of the texium when the assemblage was disconnected. Functional testing, however, was unable to duplicate the leakage during usage. The root cause of the leaking syringe was not identified as functional testing was unable to duplicate the customer¿s issue.

Manufacturer narrative:
(B)(4)